Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).